Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, missing reservoir tube o-ring, completely broken off reservoir tube lip, cracked case at reservoir tube window corner and cracked reservoir tube window.

Event description:
The customer reported via phone call that the reservoir falls out. The customer's blood glucose was unknown. The customer stated that reservoir compartment cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.